Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s.an evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the cement hardened quickly. The cement was mixed with revolution. Antibiotic was used. The cement started to harden 3 min mixing from the cement. The cement hardened completely 8 min starting from mixing.